Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, reporting a leak in iab circuit alarm. She reports that she is hitting start and the pump runs for 2 minutes and then realarms. The esp personnel reviewed verifying no visible signs of blood in the helium tubing and all connections are secure. The esp personnel advise the use of the iab fill key followed by start key to resume therapy. User performs this and therapy is resumed. The esp personnel reviewed the help button functionality as well. User was very appreciative of the information shared and troubleshooting. The call was ended. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.